Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) african american female who underwent primary breast augmentation with a 400cc mentor memorygel breast implant experienced left sided baker grade iii capsular contracture and possible rupture post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The contralateral prosthesis was reported in a separate event under 1645337-2019-18061.

Manufacturer narrative:
Additional information was received on september 7, 2022. Explant is planned for (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture/capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on october 12, 2022. The device, originally thought to have possibly rupture, was found intact upon explant. Additional information was received on october 26, 2022. The complaint device was discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on november 11, 2022. Left sided breast breast pain and pressure was noted after a fall in (B)(6) 2018. Replacement with 450cc mentor smooth round high profile memorygel implants was performed with explant. The investigation of the returned photograph was completed by the failure analysis lab on (B)(6), 2022. Device evaluation summary: upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).